Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked. Contact is unsure how the touchscreen became damaged. There was no impact to customer's blood glucose. The customer reported that the pump would continue to be used for insulin therapy.